Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-test. No unexpected insulin flow blocked alarms were noted. The pump was received with minor scratches on the lcd window, a scratched case, a pillowing keypad overlay, a cracked select button keypad overlay and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer's father reported via phone call of high blood glucose of 400 mg/dl and that the insulin pump alarmed no delivery. Customer treated with a insulin pen. Troubleshooting found alarms in the pump history and advised the customer that the device would be replaced and agreed to return the product for analysis.there was no further information provided by the customer or by troubleshooting.